Event description:
The facility reported a ruptured bladder, found during pt use. The medication involved was 1500ml of 5-fu, 2ml of heparin, and 250ml of saline. There was no pt injury or medical intervention reported.